Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded oversensing of t-waves and p-waves during supraventricular tachycardia (svt), resulting in four inappropriate shocks being delivered. The device was programmed from secondary to primary vector and the smart pass was re-enabled. Technical services (ts) reviewed the device data and the recorded episodes show a significant difference in signal morphology compared to the captured subcutaneous echocardiograms (s-ecgs) during the in-clinic session. The health care professional (hcp) mentioned the patient is undergoing dialysis, and the temporary s-ECG change might possibly be related to the temporary electrolyte imbalance. The episodes are likely related to the temporary condition of the patient. Troubleshooting recommendations were provided. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded oversensing of t-waves and p-waves during supraventricular tachycardia (svt), resulting in four inappropriate shocks being delivered. The device was programmed from secondary to primary vector and the smart pass was re-enabled. Technical services (ts) reviewed the device data and the recorded episodes show a significant difference in signal morphology compared to the captured subcutaneous echocardiograms (s-ecgs) during the in-clinic session. The health care professional (hcp) mentioned the patient is undergoing dialysis, and the temporary s-ECG change might possibly be related to the temporary electrolyte imbalance. The episodes are likely related to the temporary condition of the patient. Troubleshooting recommendations were provided. Additional information was provided. The s-ICD was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded oversensing of t-waves and p-waves during supraventricular tachycardia (svt), resulting in four inappropriate shocks being delivered. The device was programmed from secondary to primary vector and the smart pass was re-enabled. Technical services (ts) reviewed the device data and the recorded episodes show a significant difference in signal morphology compared to the captured subcutaneous echocardiograms (s-ecgs) during the in-clinic session. The health care professional (hcp) mentioned the patient is undergoing dialysis, and the temporary s-ECG change might possibly be related to the temporary electrolyte imbalance. The episodes are likely related to the temporary condition of the patient. Troubleshooting recommendations were provided. Additional information was provided. The s-ICD was suspected to be depleting prematurely as the device recorded a battery depletion (bd) alert. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.